Manufacturer narrative:
The device has not been returned. Photographs of the device confirmed the reported product issue. The tig weld has partially fractured. Manufacturing records were reviewed and there were no anomalies or nonconformances found. However, photographs provided for other complaints on this product lot appeared to show an anomaly with regards to the tig weld quality. Investigation demonstrated that the issue was caused by inadequate operator technique during the tig weld operation. Qualification records for the welders are on record. External training courses have been scheduled. The effectiveness of the training will be tested by the external training firm. Owing to the high likelihood of failure for this product lot, a recall for this product lot has been initiated. No patient harm resulted from this manufacturing defect.

Event description:
It was reported that during a thr surgery, one (1) incipio r3 offset cup impactor cracked while impacting the cup. The procedure resumed, after a non-significant delay, using a back-up device. No injury was reported as a consequence of this issue.